Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was not confirmed any connection with headache and ins. The ins turned off and then not on again. The issue was resolved. The device was removed in the first part of june.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding an implantable neurostimulation (ins). It was reported that the patient had cluster headache and headache disappeared when turning ins was off. Don't want to try starting up treatment again. No troubleshooting done so far patient have not been able to get a response from their healthcare provider (hcp). No intervention. Additional information was received from the manufacturer representative (rep). It was reported that the patient was keeping the stimulation off until evaluated by surgeon. Additional information was received from the manufacturer representative (rep). It was reported that the patient had not seen their healthcare provider (hcp) yet. The hcp doesn't think there is any connection between the ins and the cluster headache. The rep will be informed when patient has interacted with the hcp. Additional information was received from the manufacturer representative (rep). It was reported that the complete snm system have been explanted and thrown away.